Event description:
During an endoscopy procedure, a cook fusion omni-tome pre-loaded sphincterotome was used. When the sphincterotome exited the endoscope the tip was seen to be damaged [burr at distal tip of catheter]. Another cook fusion omni-tome pre-loaded sphincterotome was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of the distal end damaged. At the tip of the device there was a small split in the wire guide lumen. The damage was not visible without magnification. Additionally, the zip exchange channel had been fully utilized by the wire guide and the rippling effect was observed along the length of the tubing. A product discrepancy that could have contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device". Damage to the catheter tip can also occur if the precurved stylet is forcefully removed. The instructions for use instruct the user to remove the device from the packaging and carefully remove the precurved stylet from the cannulating tip. Careful removal of the precurved stylet will aid in device preservation. If the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection verifies the tip is round with no sharp edges and no splitting. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.